Event description:
Reportable based on device analysis completed on 31-jan-2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous coronary intervention (pci). The target stenosed lesion was located in the severely calcified mid right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed a detached stent,

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 48mm was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.